Event description:
See section h, number 6, event problem and evaluation codes.

Event description:
Patient completed basic trial procedure on (B)(6) 2020. Patient called clinical specialist on (B)(6) 2020 and stated they were getting a red error light on the bottom of the patient remote (pr). Troubleshooting was performed by re-securing connections and switching from program to program, but unable to clear error light. The patient and clinical specialist then met in the office. The clinical specialist used their clinician programmer (cp) to connect to the patient's trial stimulator and an error message was shown. After clearing the error and reprogramming, the patient connected the remote to the trial stimulator and was still getting a red error light. The trial stimulator was replaced with a new one and after reprogramming the patient, active stimulation was achieved.